Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 458 mg/dl and this morning customer woke up with 76 mg/dl but usually it was in 75 to 110 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer reported past event that they received no delivery alarm and no delivery alarm did not occurred during manual prime. The customer reported that event was resolved by changing complete set (inf and res). The device will not be returned for analysis.